Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the lot number, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Lot trending for this issue was run ((B)(6) 2015 to (B)(6) 2016) with results of trending not exceeded. The sra indicates the risk is "low," with a hazard of quality problem with no impact to safety. The device was not returned for evaluation. However, the customer indicated that the tape was changing correctly when used in other units. Additionally, a field service engineer was dispatched to the customer's site and serviced the unit involved and replaced the vaporizer plate to resolve the issue. It is unlikely the reported event is related to the chemical indicator tape, however, a definitive root cause could not be determined. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape, common device - the correct common device is indicator, chemical, catalog number - the correct catalog number is 14202, lot number - the correct lot number is 20315,

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00160 and 2084725-2016-00161